Event description:
On (B)(6) 2014, the reporter contacted animas alleging an intermittent power issue. The reporter stated that there had been a loss of power due to a casing/condition of possible stripped threads in the battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.